Event description:
A customer reported the screen froze, went black, and starting smoking during a procedure. The system was switched out and the surgery was completed as planned. There was a reported delay in procedure, but the pt's outcome was unaffected.

Manufacturer narrative:
Product eval: the facility did not request service as the biomed found a burned inverter board and will replace it. Root cause: a root cause has not bee identified. Actions taken - no add'l action is planned at this time. (B)(4).